Manufacturer narrative:
Reporting address state:(B)(6). Reporting institution/reporter phone # (B)(6).

Event description:
It was reported to philips the display is dim; the level of settings is at 5-5, however, not much can be seen. The device was not in clinical use. There was no patient or user harm. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The philips field service engineer (fse) confirmed and duplicated the issue. Following the evaluation of the device, the fse replaced the lcd assembly, lcd cable, user interface (ui) pcba to lcd cable, ui pcba, screws, and lcd tray to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. The customer¿s alleged malfunction was confirmed, and it was determined that the root cause was the lcd assembly, lcd cable, ui pcba to lcd cable, ui pcba, screws, and lcd tray.

Manufacturer narrative:
The removed user interface (ui) printed circuit board assembly (pcba) was returned to the product investigation lab (pil). The pil technician installed the user interface (ui) printed circuit board assembly (pcba) into a standard test bed (stb) and confirmed the stb operated without issue or error codes. The pil technician verified the display brightness was adjustable through using the touchscreen brightness option. The pil technician also verified that the display graphics were articulate, and the backlight was providing a bright display with easy-to-read graphics. It was confirmed that there was no problem found on the returned ui pcba. Product UDI is corrected. Contact information and contact office entity are updated.

Manufacturer narrative:
The removed user interface (ui) to light crystal display (lcd) cable was returned to the product investigation lab (pil). The pil technician installed the ui to lcd cable into a standard test bed (stb) and confirmed the ui to lcd cable operated as designed, allowing for crisp set of graphics, bright acceptable backlight, and fully functional lcd. No problem was found with the returned ui to lcd cable. The device¿s removed lcd was also returned, and fault was verified at the pil during stb operation. The pil technician noted that the graphics portion of the lcd were clear but were tricky to see due to a dim backlight issue. The technician verified that the backlights of the lcd ccfl (cold cathode fluorescent light) are faulty. With the use of known good pil user interface pca and inverter pca, the lcd backlight receives the correct voltage and frequency (approx. 600vac) to operate the back light; however, the backlight is very dim and unacceptable, making the lcd difficult to use.